Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was vibrating and moisture exposure. The customer¿s blood glucose level was 175 mg/dl. The customer stated that they got pulled into the pool and got out of the water into the screen was distorted screen marks and made an audible buzzing sound. The customer was advised that the pump needs to be replaced. The customer was advised to refer to back-up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display and constant tone anomaly due to moisture damaged electronic assembly. Unable to perform operating current test, unexpected restart error test, self test and displacement test due to blank display.